Manufacturer narrative:
Info received from health care provider indicates that infection was due to staph aureus. The pt has not had another device implanted.

Event description:
Reported as "removed due to infection." No further info on this pt or device is available.